Event description:
Per dealer, pilot valve is leaking. Per independent repair statement, unit is alarming or has red light, o-ring is defective, the rex roth is not switching and the ty wraps are defective.